Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Complete product detail has not been received at this time. If further information is received a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address painful hip and asr cup loosening. Loosening occur at bone to implant interface. Update received 6-23-2017: medical records have been reviewed. Office notes from (B)(6) 2016 reports the patient states the pain is in the left buttock. He has occasional tingling going down his left leg, past the knee. No groin pain. He usually has no pain at rest. He has pain with weight bearing and ambulating. Si joint tender to palpation. Leg length difference: 3 mm longer than contralateral side. Xrays at this office visit conclude there is osteolysis and subchondral cysts at the superior aspect of the acetabulum. There is no evidence of osteolysis or loosening about the femoral component. (B)(6) 2017 MRI indicates there is no signal abnormality at the femoral stem tip. There is a prominent fluid collection which projects from the medial acetabular margin along the left deep august. Superior acetabulum showing a 1.3 cm subchondral cyst. Mild edema in the adductor muscle group on the left. Small fluid collection seen at the ischial tuberosity at the hamstring insertion site with associated tendinopathy. Large left deep pelvis fluid collection adjacent to the medial acetabular margin. The recent plain films with suggestion of lucency surrounding the acetabular cup. Overall findings may be related to acetabular cup loosening. Left ischial tuberosity bursitis with associated tendinopathy with erosion medially. (B)(6) 2017 revision notes include dictation of black material likely from the metal corrosion was noted at the head/neck interface. Acetabular cup was grossly loose. Anterior column had a substantial amount of osteolysis within it. Substantial and multiple cystic lesions throughout. Soft tissue damage related to a chronically loose cup in a metal on metal setting. Pathology report from cyst specimen taken at revision surgery include: osteolytic cyst, left acetabulum, left total hip revision: specimen consists predominantly of blood with rare fibrous stromal elements. No evidence of atypia/neoplastic change. Metal ion levels less than 7.0 ppb. Product failure and patient harm codes have been updated. Head, sleeve and stem have now been reported to FDA. Updated 6-28-2017.